Event description:
A (B)(6) male underwent evar on (B)(6) 2011. The two physicians were performing the evar, they noted 500-1000ml blood loss through the captor valve of the main body sheath, they noted that the valve was leaking. Apart from the successfully deployed graft, no part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence. No adverse effect to the patient were reported due to this occurrence.

Manufacturer narrative:
Event evaluation: still under investigation.